Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 49 percent to 9 percent in a six month time frame. Boston scientific technical services (ts) was contacted to review the data on the remote home monitoring website as premature battery depletion was suspected. Ts noted that they are unable to locate the device via the remote home monitoring system and asked the field representative to inquire with the clinic if there is other data available to send in or to confirm enrollment in the remote home monitoring system. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 49 percent to 9 percent in a six month time frame. Boston scientific technical services (ts) was contacted to review the data on the remote home monitoring website as premature battery battery depletion was suspected. Ts noted that they are unable to locate the device via the remote home monitoring system and asked the field representative to inquire with the clinic if there is other data available to send in or to confirm enrollment in the remote home monitoring system. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.